Event description:
This lead has an unknown implant and explant date. A call to technical services placed on 10/17/2013 states that the physician was asking for options for high dft's. It was considered off label since no testing has been done with the effectiveness of their leads. The hospital was unknown. The physician was dr. (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).